Manufacturer narrative:
Updated data: b1. Adverse event updated b5. Second paragraph added h6. (B)(6) removed medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic val vuloplasty was performed, during which complete heart block (chb) was noted. Subsequently, the valve was inserted into the patient and deployed. Following valve deployment, however, the valve dislodged to approximately 1.5 mm in depth at the lower end of the non-coronary cusp. Following the procedure, recovery from the chb was observed. The patient left the procedure with temporary pacing. No additional adverse patient effects were reported. Additional information was received which confirmed that the valve did not dislodge during the implant. Additionally, the chb improved and a permanent pacemaker was not implanted.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012054716); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic val vuloplasty was performed, during which complete heart block (chb) was noted. Subsequently, the valve was inserted into the patient and deployed. Following valve deployment, however, the valve dislodged to approximately 1.5 mm in depth at the lower end of the non-coronary cusp. Following the procedure, recovery from the chb was observed. The patient left the procedure with temporary pacing. No additional adverse patient effects were reported.